Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the distal conductor was covered inbody tissue/fibrotic growth. It was noted that the body tissue/fibrotic growth could not be removed without damaging the helix. Thehelix extension/retraction and length testing could not be performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that during device follow up, there was no capture on the right ventricular (rv) lead. It was also reported that fluoroscopy showed that the lead appeared to have lost its slack or possibly dislodged. During the lead revision, the physician was unable to reposition the lead due to the inability to retract and deploy the lead helix. The lead was removed to examine and the helix was found to contain tissue. A new rv lead was placed. No patient complications have been reported as a result of this event.